Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:1627487-2020-01603. It was reported the patient was experiencing ineffective therapy due to high impedances. As a result, surgical intervention may be undertaken at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates both leads were fractured causing the high impedances. Surgical intervention was undertaken on(B)(6) 2020 wherein both leads were explanted and replaced. Issue resolved.

Manufacturer narrative:
A patient experienced autoreducing due to high impedance was reported to abbott. It was determined the leads were fractured. As a result, the patient¿s leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.